Manufacturer narrative:
(B)(4). The sample has been requested; however, has not yet been received. A batch review will be performed for the lot information provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a damaged set was confirmed. Two organizers were returned for evaluation. Organizers were visually inspected and it was noted that both contained a burnt hole. The cause was identified as manufacturing related. In response to this issue preventive maintenance was changed from every 3 months to monthly. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A baxter homecare services representative (hcsr) reported to corporate product surveillance (cps) via email that a home patient (hp) stated he "noticed burnt holes, with bubbles around them in hanger portion of cassettes". On (B)(6) 2011, product surveillance spoke with the hp who stated the supplies were not used; the issue was noticed prior to use. There was no report of injury or medical intervention.